Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-01234 and 3007042319-2015-01235) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported by medical staff that an inpatient experienced electrical fault alarms. There are no significant postoperative issues; the patient was going to be discharged home. "This am at 540 electrical fault alarm-yellow-asymptomatic/was lying in bed; advised by on call engineers to change to battery source and off wall power. Alarm repeated at 615 while on batteries; patient asymptomatic/lying in bed." The clinical specialist advised the facility to send in log files and to not exchange the controller. It is stated that a clinical engineer was to be on site on 05/27/2015 to perform a driveline cleaning. Service report for drive line cleaning is needed. Service report: date of service-may 27, 2015- the driveline was inspected and no evidence of cloudy wires noted. Upon manipulation, electrical faults were reproducible. The locking mechanism was working as intended. Upon disconnection white slimy substance was noted. Two rounds of cleaning with one minute each of pump off time. The action solved the issue. No additional information was provided. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01234 and 3007042319-2015-01235) submitted for devices related to the same event.